Manufacturer narrative:
Corrected information: outcomes attributed to adverse events.

Manufacturer narrative:
Additional information was requested and the following was obtained: it was stated in the additional information received that additional tissue damage occurred when searching for the needle piece. Where was the tissue damage? The damage was between the gingiva and the periosteum and the masseter muscle of the mandible. The damage was about 4 x 6 cm. Did the tissue damage only occur from searching for the one retained needle piece? The damage was only in the course of the needle tracking. How large was the piece of the needle that was retained? The needles were removed whole, only one needle remains. An entire needle parallel to the major axis of the mandible branch. Are there any plans to remove the retained needle piece? At the moment there is no plan of removal, the damage must increase greatly. How is the patient currently doing? The remaining needle is being monitored radiologically.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was stated in the additional information received that additional tissue damage occurred when searching for the needle piece. Where was the tissue damage? How extensive was the tissue damage? Did the tissue damage only occur from searching for the one retained needle piece? How large was the piece of the needle that was retained? Was the piece less than half the needle or more than half the needle? Are there any plans to remove the retained needle piece? What did the surgeon mean by ¿masticatory movements can cause extrusion¿ when responding to the question about factors contributing to the event? Are there any serious adverse patient outcomes? How is the patient currently doing? Additional information was requested and the following was obtained: did any piece(s) of the needle fall into the patient¿s tissue? Yes, four pieces fall in the patient¿s tissue. Was the needle piece(s) retrieved? Three pieces were retrieved / removed, but 1 remained in the patient on the lateral side of the jaw right branch, between the periosteum and the masseter. What measures were taken to retrieve the broken piece? Surgical exploration. Was there any additional tissue damage as a result of searching for the needle piece? Yes. Were x-rays taken to locate the needle piece(s)? Yes. At what location was the needle found? Lateral of the jaw on right (obwegeser). Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? No. It was during the surgery. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? Yes, between the periosteum and the right masseter. If retained, what is the surgeon's opinion of consequences to the patient? I hope the organism will isolate (langerhans cells). What in the physicians opinion are the factors contributing to the event? Masticatory movements can cause extrusion. Can the lot number of the device used be identified? Ae5887. Is the product or representative sample (product from the same lot number) available for evaluation? Yes.

Event description:
It was reported that a patient underwent a feminization of face procedure on (B)(6) 2017 and suture was used. During the procedure, the needle broke. A needle piece fell into the patient. Surgical exploration was done, however, the piece was unable to be retrieved. The needle remains in the patient on the lateral side of the jaw right branch, between the periosteum and the masseter. Another like device was used to complete the procedure. Additional information has been requested.